Manufacturer narrative:
Customer service replaced the pump for the customer. In f/u with the customer, she indicated that her husband feels that the circuit board is not making good contact with the on/off switch and she has to squeeze the faceplate to get the pump to work. She exclusively pumps to feed her baby and was diagnosed with mastitis which started approx ten days post-partum for which she was prescribed bactrim. She indicated that the replacement pump is working without issue and that her mastitis has resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, p. 294)]. The customer was using the breast pump when she was diagnosed with mastitis, though it cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.

Event description:
The customer reported to customer service that she purchased her breast pump in early 2010 and used it for her first child. She recently had a second child and began using the pump again and it "just plain old died" on her. It "shorted out - kaput." She indicated that her husband is an electrician and managed to get it working again and that she was "nursing herself back to health from a horrible mastitis infection."